Event description:
The customer reported that the system displayed gray spots on the image when displayed on a monitor. The customer states it is not the monitor and thinks it is the tube head of an image intensifier. No patient injuries were reported.

Manufacturer narrative:
The customer cancelled the service call.